Event description:
A report was received that since the patient was implanted, the charger cannot locate the ipg. An x ray was performed which found that the ipg was at an angle. The patient underwent a pocket revision where the ipg was repositioned. The patient can now charge the ipg.